Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the allegation was unable to be duplicated. A "service required" code was found in the ventilator's downloaded error log that caused the ventilator inoperative condition due to a program execution error. The device's main board was replaced to resolve the issue. Additionally, a life related smell was observed, and the outlet flow path was replaced. Periodic maintenance was also performed. The blower was replaced for maintenance. A a40 silver inlet foam kit will be replaced.